Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with generator with version 4.0.0 + 4.1.0. The customer states that generator did not function properly when a closurefast catheter was plugged into the rfg2 during procedure. Customer stated that the generator entered the menu mode and machine toggled through selections on its own with no buttons being depressed. No error code displayed. There was no medical intervention. A second generator was used without incident.

Manufacturer narrative:
Submit date: (B)(4) 2012. An investigation is currently underway. Upon completion, the results will be forwarded.